Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was reading 78 mg/dl but his blood glucose was 41 mg/dl. The customer treated his blood glucose level with juice. The device was not returned.